Event description:
It was reported that the device was in backup vvi at implant. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of backup vvi was confirmed in the laboratory and was due to the device getting two resets within 32 seconds because the device microcontroller attempted to access out of bounds memory locations. The device was tested in the ate system and no anomalies were observed. The device memory was further evaluated and no anomaly was found. The root cause of the backup vvi was not determined as it was not reproduced.